Manufacturer narrative:
(B)(4).

Event description:
It was reported that a rotawire tip detachment occurred. The 90% stenosed, 15x2.75mm target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). A 1.25mm rotalink¿ burr, rotalink¿ advancer and 330cm rotawire were selected to treat the target lesion. During the procedure, when the burr catheter was about to be delivered inside the patient, it was noted under x-ray that the rotawire tip was already detached. The detached rotawire tip was retained inside the patient and it was in the distal lad. The detached location was about 2.2cm away from the rotawire tip. An unspecified stent was implanted to complete the procedure. No further patient complications were reported and the patient's status was stable.

Event description:
It was reported that a rotawire tip detachment occurred. The 90% stenosed, 15x2.75mm target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). A 1.25mm rotalink¿ burr, rotalink¿ advancer and 330cm rotawire were selected to treat the target lesion. During the procedure, when the burr catheter was about to be delivered inside the patient, it was noted under x-ray that the rotawire tip was already detached. The detached rotawire tip was retained inside the patient and it was in the distal lad. The detached location was about 2.2cm away from the rotawire tip. An unspecified stent was implanted to complete the procedure. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The visual inspection was performed and the device was returned fractured at 327.0cm approximately from the proximal end and the wire is kinked along the body. Moreover, the distal end was not returned. All the outer diameter measurements are within the specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).